Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2019. It was later reported that an esophagogastroduodenoscopy (egd), capsule study, and double balloon endoscopy were performed. No source of bleeding was identified. Per the account, patchy gastric erythema which could represent mild was noted, patient received heparin/coumadin. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with symptoms of dizziness and bloody stools. The patient received 2 units of packed red blood cells (prbcs) after a drop in hemoglobin (hgb). The patient received an upper gastrointestinal (ugi) scope without any findings. No further information was provided.